Manufacturer narrative:
No other complaints reported on the same lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative breakage of stem impactor (model# 9013.02.302, lot# 2014aa149) tip. According to the info reported, the surgery time was extended of about 30 minutes due to this issue trying to remove the trial stem that had the broken tip in it. No reported consequences for the patient. Surgeon completed the surgery successfully and it was reported that the outer portion of the handle tip was discovered by the hospital cleaning room. Estimated number of usages of the handle involved in this intra-operative issue: ~ 20 times. Event happened in us.